Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was undersensing and had dislodged. The lead remains in use. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.